Manufacturer narrative:
The device reported was not reprocessed and reused on a pt.

Manufacturer narrative:
A (B)(6) male patient with end stage renal disease (esrd) maintained on chronic intra peritoneal dialysis (ipd) (cycler assisted) since (B)(6) 2009 this patient was hospitalized the following day after completion of pd therapy, where a diagnosis of pe was confirmed. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the device used in the reported event as no lot number was provided by the complainant, a record review was performed on each lot number shipped to the complainant within the three months prior to the reported event. The record review found two different lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications, and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius device caused, contributed to or was a factor in the reported event. Therefore the complaint is deemed as not confirmed. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event see MDR 2937457-2015-00538.

Event description:
The following is based on medical records provided by the patient's peritoneal dialysis registered nurse (pdrn). During the review of medical records it was noted on (B)(6) 2015 the patient was unresponsive and emergency medical services (ems) were called. The patient went into cardiac arrest and was transported to the hospital. In the emergency room (ed) the patient was septic and started on a broad spectrum of antibiotics. The patient underwent a CT scan of the chest which showed some bilateral pulmonary emboli (pe). The patient's vital signs were as follows heart rate of 105, blood pressure of 177/111, respiratory rate of 16, oxygen saturation of 100%, temperature is 97 degrees. The patient continued to remain unresponsive and non-arousable, 24 hours after sedation was discontinued. During the patients stay in the hospital, the patient received an electroencephalography (eeg), which showed diffuse slowing as well as suppression three days into the patient's intensive care unit stay the patient was placed on palliative care and subsequently expired on (B)(6) 2015. The patient presented in acute respiratory failure likely secondary to cardiac arrest sepsis and a history of copd. The cause of death was reported as cardiac arrest with prolonged hypoxia leading to anoxic brain injury and esrd.

Event description:
A nurse reported that a pt experienced drain complications and "bloating" during drain 5 of his continuous cycler - assisted peritoneal dialysis (ccpd) treatment on (B)(6) 2015, became unresponsive and emergency medical services was called. The pt was brought to a hospital via ambulance. On (B)(6) 2015, the pt was diagnosed with a pulmonary embolism, intubated, and placed on a ventilator due to aspiratory distress. On (B)(4), 2015, the pt was assessed at palliative and subsequently extubated and expired. There was an allegation of the cycler malfunctioning and causing drain complication, leading to the event of pulmonary embolism, which led to the outcome of death, which is being investigated.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.